Event description:
It was reported that via a (B)(4) transmission an alert for increased rv pacing lead impedance was observed. It was noted that an increase in impedance measurements was observed within the last month. The patient is pacer dependent. The lead was capped and replaced. A new pacemaker system was implanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.